Event description:
A caregiver (cg) reported the patient experienced enlarged scrotum. The caregiver reported this event was related to a fluid leak and was unable to report the cause. The patient was scheduled for a follow up appointment with his physician to discuss changing solution strength due to the report of experiencing enlarged scrotum. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned and evaluated. No failure or malfunction was identified that could have caused or contributed to the reported issue of scrotal swelling. Should additional relevant information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition. The device passed rite (returned instrument test evaluation) electrical test, however failed the rite functional test ?power up verification? Section due to an alarm. This device was not determined to meet performance specification requirements per rite testing. However, this failed test did not contribute to the reported condition of an enlarged scrotum. An external and internal inspection were performed, with no other problems encountered. The problem was not confirmed and therefore a cause could not be determined. Should additional information become available, a follow-up report will be submitted.